Manufacturer narrative:
Additional concomitants: port-a-cath; manufacturer unknown, huber needle; size and manufacturer unknown, bd phaseal connector. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred at the connection of the secondary IV tubing set and the phaseal during a chemotherapy infusion. The rn-nurse manager stated that while speaking to the nursing staff, she found that the nurse's are not using the spin collar to properly attach the tubing set to the phaseal. The bd sales representative stated that when assessing the tubing set, he found that the spin collar was very loose and would move freely up and down the tubing set, as well as, spin-off. There was no patient harm.